Event description:
It was reported that generator did not stop delivering radiofrequency: a maestro 4000 controller was selected for a procedure. However twice during the procedure the generator did not stop delivering radiofrequency despite the fact that the physician released the pedal. The rf was stopped by the physician due to a new pressure on the generator pedal. The procedure was completed using this device. No patient complications occurred.